Event description:
It was reported that an ilet user experienced recurring alert 38 motor stall errors, including a failure to rewind after a cartridge removal and attempted supply change, which persisted after multiple restarts and led to device replacement; device history confirmed the alert, the pump was restarted per instructions, power status was verified, and the device was subsequently shut down, with the user transitioning to subcutaneous insulin via pens and continuing dexcom g7 cgm use. Symptoms included hyperglycemia, with a reported blood glucose of 279 mg/dl, without loss of consciousness, dka, or other acute sequelae. Outcomes included interruption of insulin delivery requiring back-up therapy and replacement of the affected pump. Investigation included review of device alert history, directed troubleshooting, and verification of charging status and system restart. Investigation of this device revealed a consecutive motor stall consistent with a malfunction in the drive mechanism during cartridge handling, with no reported infusion set or cgm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.